Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse with supplemental information by a doctor in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. The patient was treated with unspecified antibiotics. The cause of peritonitis was unknown. The patient was recovering from the peritonitis. The nurse stated that this event was unrelated to therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd890426. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.